Manufacturer narrative:
A product sample has been received by the manufacturer and it is awaiting evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported tip of the probe detached during a procedure. The broken piece was removed from the eye during the same procedure. The procedure was completed by replacing the broken product. There was no harm to the patient. No additional information is expected.

Manufacturer narrative:
One opened probe was received with a tip protector in a tray for the report of broken part of tip of probe was detached. The tip of the probe was received in a specimen container. Photos of the probe needle are attached to the parent file. The photos were reviewed by the manufacturing site. The photos provided by the affiliate shows the probe needle broken at the port. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are no additional complaints associated with the lot for the reported issue. The returned sample was visually inspected and was found non-conforming with the probe needle broken at the port and the needle bent at the stiffener. The probe was disassembled and the components inspected. The degree of wear could not be determined as the inner cutter broke off in the needle when trying to extract it from the needle. The complaint evaluation confirmed that the probe had a broken tip at the port. The exact root cause for the broken tip cannot be determined from this evaluation. An internal investigation has been initiated to further evaluate the cause of probe tip breakage at the port. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints will continue to be reviewed and closely monitored at regular intervals for any significant adverse trends. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).